Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing came out 4 times at quick release while travelling with recent and previous box delivered. The site location was at right side of the abdomen and the pump was in the right front pocket. The infusion had been in use for one day. Reportedly, the infusions were stored in a closet in bedroom. He received a high alarm, did a correction bolus, and an hour after the correction, noticed at the quick release the tubing on his shirt and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.